Event description:
The customer reported being hospitalized with high blood glucose over 600mg/dl. The customer stated that he was vomiting and his glucose level kept moving up and down. Troubleshooting was performed, and the time, date, basal rates, and bolus wizard settings were correct. Attempted to assist the customer to run the high pressure test, but customer did not seem to understand the process. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.